Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of a 5.0mm abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that a CT identified a significant sac growth; however, no apparent endoleak was noted. The physician performed an intervention where an endurant stent graft was added in order to reline the existing stent graft. The intervention was completed successfully. Per the physician's statement the cause for the sac growth is unknown. No additional clinical sequelae were reported and the patient is doing fine.